Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reas1161 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that during removal of the guidewire it broke, leaving a portion of it inside the catheter. No harm to the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed and was determined to be use related. One 5 fr dual lumen powerpicc was returned for evaluation. An initial visual observation showed the stylet was still inserted into the catheter and t-lock assembly, however the t-lock assembly was observed to be detached from the red luer connector of the catheter. The stylet was observed to be bent and twisted in multiple locations. Blood reside was observed on the returned sample. The stylet was observed to be unraveled near the handle at its proximal end and the handle was observed to have been moved closer to the t-lock. The catheter was observed to have been trimmed at the 44 cm depth marker. A microscopic observation revealed the fracture site of the catheter at the 44 cm depth marker was jagged with sections with a granular texture and other sections with a smooth texture with a shiny luster; these fracture features were most-likely caused by initial damage from a sharp instrument and then a final break caused by excessive tensile force. The inner corewire of the stylet appeared be broken within the handle. The distal fracture site of the corewire was observed to be tapered and granular in texture, which is evidence of tensile failure. The stylet was observed to be unraveled near the proximal end beginning about 52 cm distal to the distal tip. Two small unraveled sections were observed about 43 cm distal to the distal tip. The inner corewire of the stylet appeared be broken within the handle. The distal fracture site of the corewire was observed to be tapered and granular in texture, which is evidence of tensile failure. As a note, the product IFU states ¿catheter stylet must be wetted prior to stylet repositioning or withdrawal¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ in regards to modifying the catheter length, the IFU also states ¿withdraw the entire t-lock connector/stylet assembly, as one unit.¿

Event description:
It was reported that during removal of the guidewire it broke, leaving a portion of it inside the catheter. No harm to the patient.